Event description:
It was reported that the patient remain hospitalized after implantation. The patient was moved to their side by caregivers and during the maneuver the flow was noted to have dropped to 0 liters per minute. The flow recovered a bit after some minutes, but still lower than being moving. Trans-thoracic echocardiogram (tte) and ramp test was performed. Changes in speed and an increase in volume did not cause any changes in the unloading of the left ventricle. Log files were sent and confirmed the sudden drop in flow, low flow alarms, and increase in ventricular assist device temperature. A tte and computed tomography (CT) angiogram were planned. The hospital performed a pump exchange and during operation a thrombus was found in inflow and outflow cannula.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: onset of infection captured under MFR. Report # 2916596-2020-04770. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus formations consistent with an interruption in flow through the pump. Although a specific cause for the thrombus formations could not be conclusively determined through the evaluation, the account indicated that the patient¿s infection might have contributed to activated blood coagulation. A specific cause for the reported infection, as well as a direct correlation to (B)(6), could not be conclusively established through this evaluation. The controller and lvad event log files contained data from (B)(6) 2022. The files captured a sudden decrease in estimated flow which resulted in two low flow hazard alarms. Following this decrease in flow, slight increases in lvad temperature and rotor noise were observed; however, no associated lvad faults were captured, and pump power and current values remained within a stable range. No other notable events or alarms were captured. The photos submitted by the account captured the explanted device at multiple angles. Jelly-like thrombus formations were observed within the lumens of the inflow extension and outflow graft. The formations appeared to be completely occlusive of the blood flow path and would have contributed to the low flow events captured within the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft. The apical cuff was not returned. Examination of the pump¿s blood-contacting surfaces revealed loosely adhered, jelly-like thrombus formations, consistent with the formations observed within the submitted photographs. These formations were observed within the inflow extension lumen, interior of the outflow graft attachment, outflow graft lumen, interior of the pump cover, as well as the rotor vanes. The sudden decrease in flow captured within the submitted log files suggests that they formed acutely; however, a duration of time for which the formations were present in the device could not be determined. The observed formations appeared to be associated with poor surface washing due to an interruption in flow through the pump. The relevant sections of the device history records for (B)(6), including packaging and sterilization records, were reviewed, and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis and infection as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. This section also provides care instructions in reference to preventing infection. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, the IFU and patient handbook provide suggested responses in the event of infection as well as care instructions in regard to preventing infection. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was suffering from an infection which might have contributed to an activated coagulation. There were no changes in pump parameters reported.